Event description:
As reported: "right knee I&d, poly exchange. Cellulitis of drainage site. No further information available per hospital."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "right knee I&d, poly exchange. Cellulitis of drainage site. No further information available per hospital."

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5510f402 triathlon cr fem comp #4 r-cem lot px69r 5521-b-300 tri ts baseplate size 3 lot hs04da 5551-g-299-e triathlon asymmetric x3 patella lot 3xr2 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.